Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display anomaly. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not restore the display. The device will be replaced and returned.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted during testing. Device functioning properly. (B)(4).